Event description:
It was reported that this new right ventricular (rv) lead exhibited high thresholds. After a revision was made, normal lead measurements were obtained. Additional information from the field representative was obtained which indicated that the physician believed that the lead was not in a good location and might had poor contact with the myocardium. The helix was retracted easily and with a stylet, the physician was able to reposition the lead which produced better lead numbers. The lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on d. Suspected medical device tab.

Event description:
It was reported that this new right ventricular (rv) lead exhibited high thresholds. After a revision was made, normal lead measurements were obtained. Additional information from the field representative was obtained which indicated that the physician believed that the lead was not in a good location and might had poor contact with the myocardium. The helix was retracted easily and with a stylet, the physician was able to reposition the lead which produced better lead numbers. The lead was surgically repositioned. No additional adverse patient effects were reported.